Manufacturer narrative:
H10: internal complaint reference (B)(4) the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found no issues. The unit did not freeze up or stutter on any setting. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the surgery the werewolf ent was frozen all the time, turn in and turn off, but they do not have back up. The procedure was completed with the same device. There was significant surgical delay and no further complications were reported.